Event description:
The customer reported that the insulin pump delivered insulin into her body that she did not program and ended up with low blood glucose. The customer stated that her dr and the nurse recommended having the insulin pump replaced. The customer stated that she will be on her back up plan until the insulin pump arrives. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specs.